Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. Upon investigation the monitor was unable to complete detect and treat testing. The cause was isolated to a broken solder joint on the capacitor. The negative lead pad was lifted off the board, causing the faults. The root cause for the defective capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to functional issue.